Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test and failed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be root cause could not be determined, product/data received. The reported event of signal loss over 1 hour is reportable based on a loss of connection between 1 to 3 hours in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).